Event description:
The customer reports that the ra1000 annotations don't flip with the image(s). There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).